Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, both the replace battery and power error 25 alarms were confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery and then error 25 when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at j6 pcba 1 the pump was monitored and functioned properly. The pump was received with a scratched case, pillowing keypad overlay and a minor scratched lcd window.

Event description:
It was reported via phone call that the customer received a recurring pump error alarms after receiving two weak battery alarms. Their blood glucose was 114 mg/dl. Troubleshooting was performed. The customer was advised that insulin pump would need to be replaced. The pump was returned for analysis.